Manufacturer narrative:
(B)(4).

Event description:
It was reported that this complaint involved a (B)(6) female pt, 160 cm tall, weighing approx (B)(6) at the time of this occurrence. In the cc department, a leak was observed to be coming from the insertion site of the catheter. The physician attempted to remove the catheter, but resistance was met. An rx was ordered by the physician, where the image showed a "fold". As a result, the physician performed an exploratory vascular surgery to remove the catheter. Upon removal, it was observed that a "node" was found in the catheter tip. A new kit was opened and a new catheter was used to perform the procedure. There was no delay reported. The only complication reported was that surgery needed to be performed to remove the catheter from the pt. There was no death or other complications to the pt as a result of this issue or occurrence.